Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that she needs to know some information how to rearrange her basal patterns. Change basal rates wants to increase and has been high 300mg/dl to 400mg/dl range every day. The customer¿s blood glucose was 375mg/dl, 875mg/dl, 875mg/dl and 525mg/dl. The customer treats for high blood glucose by bolousing, and changes the tubing and getting low on supplies. One time there was blood around cannula. Patient's blood glucose at time of incident was unknown. Patient's current blood glucose was 392 mg/dl. The customer reported blood glucose was 392mg/dl yesterday and when she was 420mg/dl she was vomiting. The customer treated high blood glucose only with the pump. Based on customer report customer does not allege pump was under delivering. The customer declined to run high pressure test. The insulin pump will not be returned for analysis.